Event description:
It was reported that a 62-year-old female patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor smooth round spectrum saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant during an in-office visit with a medical professional. As a result, the patient underwent bilateral removal and replacement with 325cc (left-sided) and 300cc (right-sided) mentor memorygel breast implants on (B)(6) 2022. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-13427 for the contralateral event.

Manufacturer narrative:
The mentor failure analysis lab received two devices without lot numbers for evaluation. Both devices had the same volume engraved on the patch. Since it is unknown which device is the reported impacted product, and both devices were found with instrument damaged per analysis findings, both devices will be conservatively reported for deflation. The device related to this file is evaluated as device b. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the device. Leak testing was performed, in accordance with mentor procedures, and a tear was found on the anterior view, measuring approximately 1.7 cm and no additional tears were found. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).